Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that after switching on the equipment, the device displays a system failure and requests a service password. If that password is entered, the device is not able to complete the system test and the problem reappears continuously. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.